Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was a defective esd700. Pin 5 on esd 700 was shorted to ground. The root cause of the shorted pin was unable to be positively identified. No adverse event resulted from the damaged cable and wires.